Event description:
The user facility reported an employee received chemical burns to her arm and chest when removing the aspirator probe. The employee took a shower for 15 minutes then went to facility occupational health where she took another shower. The employee has two very faint lines on her left forearm (less than ½" wide and approximately 2" long). She also has "small spots" on her upper chest area. No procedures were delayed or cancelled.

Manufacturer narrative:
The user facility inquired whether a kinked aspirator tube may have caused the reported event however could not confirm if this was actually observed. The user facility also stated that the employee was not wearing ppe per their hospital protocol. The system 1e operator manual page 7-3 states: "ensure tubing is not kinked." Page 7-13 of the operator manual states: "in the unlikely event that the user may be exposed while removing the sterilant container from the system 1e processor, it is suggested that, as a precautionary measure, personal protective equipment (ppe) be worn. Recommended ppe consists of chemical-resistant gloves, goggles, and an apron, preferably with arm protection." Steris offered an in-service to the customer on system 1e use and operation. The facility declined.